Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be reported

Event description:
It was reported the mesh was incomplete.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(6) by zimmer biomet dover on 19 february 2020 revealed the device passed the test mesh and calibration test. Product review of the zsgm cutter (ratio 1.5:1) serial number (B)(6) by zimmer biomet dover on 14 february 2020 revealed the cutter produced an incomplete test cut. Product review of the zsgm cutter (ratio 2:1) serial number (B)(6) by zimmer biomet dover on 14 february 2020 revealed the cutter produced a passing test cut. Repair of the device was performed by zimmer biomet dover on 21 february 2020 which included replacement of the gear, side plates, bearings, washers, and shoulder bolts. The device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Repair of the device was performed by zimmer biomet dover on 21 february 2020 which included replacement of the bearing collars, gears, retaining rings, and bearings. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.